Event description:
It was reported that the patients incision site wound was healing slow. The patient was referred to wound care. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7172637 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7172838 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 serial number: na batch/lot number: 38032632 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's incision site wound was healing slow. The patient was referred to wound care.